Manufacturer narrative:
Reported event of clip failed to release from the catheter. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
This report pertains to one of five devices used during the same procedure. Manufacturer report #3005099803-2017-00414 pertains to the first resolution clip device, manufacturer report #3005099803-2017-00415 pertains to the second resolution clip device, manufacturer report #3005099803-2017-00416 pertains to the third resolution clip device, manufacturer report #3005099803-2017-00417 pertains to the fourth resolution clip device, and manufacturer report #3005099803-2017-00418 pertains to the fifth resolution clip device. It was reported to boston scientific corporation that five resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue; however, the clip failed to release from the catheter. The same issue occurred with the other four resolution clip devices. The procedure was completed with a sixth resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.